Manufacturer narrative:
Pump passed displacement test, sleep current measurement, active current measurement and self test. Pump was monitored and tested with no unexpected battery power loss noted. Pump was received with pump error 25 due to j6 connector resistance issue. Pump received with broken belt clip rails noted.

Event description:
The customer reported via phone call that the insulin pump had received power error detected. The customer¿s blood glucose level was 180 mg/dl. The customer reported that they received a power error detected alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer was advised the pump will need to be replaced. The customer was advised to monitor the pump and call back if the error recurs. The insulin pump will be returned for analysis.